Event description:
It was observed that during the device evaluation, the subject device exhibited missing charged coupled device lens, a cut on the cable, and poor color image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image had poor color due to faulty charged coupled device (ccd) lens and a root cause could not be identified for the missing ccd lens and cut on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.